Manufacturer narrative:
Lot number - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the whole angio-seal system came out of the artery when pulling it back. Manual compression was done, and the patient was treated as intended. There was no delay of the procedure. No significant blood loss. The patient was fine and there was no patient harm. Additional information was received on (B)(6) 2022: the type of procedure being performed was a peripheral intervention. The procedural sheath size used is unknown. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The device setup was returned fully mated and in the fully rear-locked position. The hemostasis sheath and carrier tube assembly were found to have been cut. The anchor was visible at the distal tip. No signs of other damage or deformation to the device were identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was unable to be reviewed as a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.